Event description:
This homecare pt reported vomitting dark brown blood on 9/16/96, and was admitted to the hosp. Physician reported the tube as "sharp" and may have caused the intestinal bleeding. Add'l report from physician's office stated the tip of the tube was rubbing against the inner lining of the stomach and caused an ulceration. The ulcer was bleeding. The subject tube was removed on 9/17/96 and a new peg tube was placed. The pt was given carafate. One pt involved.